Event description:
The customer reported fluid leaked from the peristaltic pump tubing involving unicel dxi 600 access immunoassay system. The customer stated the fitting securing the tubing broke, causing the tubing to be loose and leaked fluid. The tubing was temporarily zip-tied. The customer had on proper personal protective equipment (ppe) and cleaned up the fluid inside the unit. There has been no report of patient results being impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and replaced the fittings and the peristaltic tubing to resolve the issue. The fse verified repair per the established procedures. The unit conformed to the manufacturer's published performance specifications and was returned to operation. Eval codes: fitting (B)(4).